Event description:
The account reported that the patient was admitted on (B)(6) 2021 for evaluation of fever and concerns over a mediastinal abscess. The patient had been taking acetaminophen (tylenol) for their fever and it was noted they had received their first covid vaccine dose on (B)(6) 2021. The patient underwent a chest washout and wound vacuum-assisted closure (vac) on (B)(6) 2021. The patient reportedly experienced a subarachnoid hemorrhage (sah) which reportedly resolved. The patient was started on warfarin on (B)(6) 2021 with close monitoring of the international normalized ratio (inr). On (B)(6) 2021, the patient experienced headaches along with neurological changes. The patient was intubated for airway protection given the neurological changes. A computed tomography (CT) scan revealed an acute left front temporoparietal parenchymal hematoma and midline shift. Neurology and neurosurgery were consulted. The patient's anticoagulation was reversed and they were started on hypertonic saline. A repeat CT scan was taken, and the intracerebral hemorrhage and midline shift stabilized, but the patient had progression of cerebral edema throughout both hemispheres and the cerebellum. The patient was not a candidate for neurosurgical intervention and was pronounced brain dead on (B)(6) 2021. The patient reportedly expired, and the pump was not returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion. A direct relationship between the device and the reported hemorrhagic stroke could not be conclusively determined through this evaluation. A direct cause for the patient¿s reported sternal infection could not be conclusively determined through this evaluation. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 20apr2016. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Stroke, bleeding, infection, and death are listed as adverse events that may be associated with the use of heartmate ii lvas. The patient care and management section of the IFU discusses anticoagulation, including recommended inr values. The IFU contains information on controlling infection in the patient care and management section. Heartmate ii lvas patient handbook, rev. C, section 2 entitled ¿how your heart pump works¿ and section 4 entitled ¿living with the heartmate ii¿ outline care instructions in reference to preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through that the patient passed away due to a stroke. No additional information was provided.